Event description:
It was reported that the right ventricular (rv) pacing lead had oversensing and interaction with other lead. It was also reported that the rv high voltage lead had "malfunctioned" and had interaction with the pace sense lead. The leads will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.